Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states that the lnx center mount legs are not working. MDR filed.

Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states that the lnx center mount legs are not working. (B)(4).